Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter does not turn on. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2012 and obtained the following information: the patient tests between six to ten times a day and manages his diabetes with humalog insulin (sliding scale based on this food intake and blood glucose reading with the subject meter) via insulin pump. The patient alleged that the issue began on (B)(6) 2012 at 4am. Ten minutes before the reported power issue occurred, the patient indicated he woke up with a symptom shaking. The patient's last blood glucose reading (prior to the onset of his symptom) is not known. After the alleged issue occurred, the patient confirmed he did not receive any medical intervention/treatment. There is no indication that the product caused or contributed to a serious injury. The patient's symptom started before the reported issue first occurred. There was no indication that the patient's symptom deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.